Manufacturer narrative:
Event date -- (B)(6) 2017. (B)(6). Manufacture dates: 07/03/2017 - 07/04/2017. Three devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspections were performed with no issues noted. Pressure test and clear passage underwater test were performed with no issues noted. Functional flow rate test was performed with no issues noted. The reported condition as not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three continu-flo sets would not prime past the drip chamber. There was no patient involvement. No additional information is available.